Event description:
When the "cassette eject" button is pushed, the screens goes blank and the system reboots itself. This is an intermittent problem and has happened during several cataract extraction procedure. The procedures were able to be completed. The number of procedures in which this problem occurred is not known.